Manufacturer narrative:
Analysis is ongoing. Manufacturer's preliminary analysis is ongoing. One lens has been returned to the manufacturing for analysis. Once further information becomes available, coopervision will notify FDA via a follow-up. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient sought medical treatment and was diagnosed with symptoms of corneal epithelial erosion. The patient was prescribed ofloxacin eye drops and recombinant bovine basic fibroblast growth factor eye drops each to be used four times per day. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to lack of medical information, and unknown resolution.